Event description:
It was reported by the rep that the one sw100 and the one sw120 were used during a lap nissen procedure. It was reported that the device fired three knots and reloads without any problem. The fourth suture cartridge was loaded into the instrument and the loop at the tip was intact. The surgeon attempted to fire knot by deploying the thumb lever and no knot was formed. The case was completed by opening a new sw100. There was no further incident and no pt consequence.